Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: returned product consisted of a emerge balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. There was blood in the wire lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 84.5 cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A 3.00 mm x 15 mm emerge¿ balloon catheter was being advanced when the shaft fractured. A non-bsc balloon was used to retrieve the device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. A 3.00mm x 15mm emerge¿ balloon catheter was being advanced when the shaft fractured. A non-bsc balloon was used to retrieve the device. There were no patient complications reported and the patient's status is stable.